Event description:
It was reported that a cartridge became stuck in the pump, and an agent guided the user through filling the tubing to push the cartridge out, after which the user successfully removed it. Investigation included troubleshooting and user education conducted remotely. Customer care provided support that of this case revealed a temporary inability to remove the cartridge associated with the cartridge/pump interface, which resolved after guided filling of the tubing. Symptoms included no reported clinical effects. Outcomes included no alarms and no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user interaction and use-related handling.